Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that an external force was applied to the distal end.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, two leaks were found. The probe unit was found loose and leaking as well as the forceps cover glue peeling. The cover glue was cracked affecting the insulation. The lens was found cracked and the image contained multiple broken elements. The insertion tube was collapsed with multiple buckles. The control body of the scope had no name plate, not affecting the device¿s function. The angulation was low and the control knob was found with a leak. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported a faulty transducer and distal end defect on an ultrasound gastrovideoscope. The issue was found during a procedure. No patient harm or injuries were reported. No additional information has been obtained.